Event description:
During removal of a small vaginal cervical retractor elevator from the patient's vagina, it came apart in 4 pieces. All four pieces were removed individually through the vagina without incident.